Event description:
A customer reported that during vitreoretinal surgery, multiple system messages displayed. The staff attempted to troubleshoot by rebooting the system but encountered additional system messages that would not clear. A second system was used to complete the surgery without harm to the pt. A "significant delay" is reported but there is no info provided as to the length of time. Additional info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).